Event description:
It was reported that the customer was taken by paramedics to the hospital due to hyperglycemia. The customer's blood glucose reading at the time of the phone call was 77mg/dl. The customer began to have flu-like symptoms and elevated blood glucose the day prior to the event. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.